Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during testing of the blade, it was noted that the blade broke where it fits into the handpiece. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement, no delay and no adverse consequences as a result of this event.

Manufacturer narrative:
It was reported that the event occurred during a surgical procedure and the procedure was completed successfully. Catalog number and lot number of blade was confirmed. No adverse consequences reported. The definitive root cause could not be determined as only a partial piece of the device was returned. The quality investigation is closed.

Event description:
It was reported that during testing of the blade, it was noted that the blade broke where it fits into the handpiece. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement, no delay and no adverse consequences as a result of this event. It was subsequently reported that the blade broke at the mount during a surgical procedure. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.